Manufacturer narrative:
(B)(4). Date sent: 3/31/2026 b3: unknown d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that ech60s and gst60d were used during laparoscopic sigmoid colectomy for colon transection. The firing operation was performed, the knife reached the end, and stapling and transection were completed. However, the knife did not return to the home position. The knife reverse switch also did not function, so the upper cover of the main body was opened, and the knife was returned by using the manual override lever, allowing the jaws to be opened and closed. After that, when the hospital attempted to remove the device from the body, the articulation at the tip could not be returned because the power had been cut off. Therefore, the device was removed from the body together with the trocar. Since the bowel had already been transected and sutured, reconstruction was performed and the surgery was completed as planned. The cartridge color was gold. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. D4: batch #a99068. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage, with an unknown trocar inserted in the device, and with a gst60d reload loaded on the device. The reload was received fully fired with some b-formed staples on the reload deck. Additionally, a battery pack was received with no apparent damage and the battery pack was fully drained which is normal for a pack that has been installed into a device. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. However, the knife was not completely in the home position causing the jaws not open as expected. The device was closed and the bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the manual override system was not completed as the knife was not fully in the home position, causing the jaws to not open as expected. The event described of instrument compatibility, would not knife home, & would not reverse knife automatic could not be confirmed as no issue related to instrument compatibility was noted. The device can be introduced/removed through the trocar. Once the device completed the firing sequence the knife returned home as intended. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a99068, and no non-conformances were identified.